Event description:
Staff found several humidifiers used for oxygen therapy that would not pass a functional test performed at the bedside. Pop off test did not work. This caused oxygen desaturation on three patients. The first occurrence was in 2002. Staff monitored these devices for a period, and 2 months later, this same problem recurred with two other patients using the same device. Allegiance supplied the hospital with a different product.